Manufacturer narrative:
A medivators service technician inspected the unit and found that one of the drain manifolds (side b) required replacement. The technician made necessary repairs to the unit, ran two test cycles and confirmed the unit to be operating properly. The reprocessor was returned to service and no additional issues have been reported.

Event description:
The user facility reported that their dsd 201 automated endoscope reprocessor was leaking rapicide from the bottom and out onto the floor. No report of injury.